Manufacturer narrative:
The device was manufactured between: april 14, 2016 ¿ april 18, 2016. Two devices were received for evaluation and one device was not received. During visual inspection of the two actual devices, the ruptured bladders were observed. The ruptured bladders were microscopically examined and no evidence of markings, abrasions, gouges, holes, embedded particulate matter, or any surface defects were noted on the stress-members. The reported condition was verified; however, the cause of the condition could not be determined on the two received devices. One device was not received for evaluation; therefore, a device analysis could not be completed and the reported condition could not be verified. A batch review was conducted on all three devices and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) small volume intermates ruptured. During filling (with a repeater pump) with an unspecified solution, the bladders burst. The events occurred prior to use; therefore, there was no patient involvement. No additional information is available.